Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 4.93mm x 6.10mm was found to be detached from the instrument and was not returned. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the black oval cover at the distal end of fenestrated bipolar forceps instrument ruptured. The jaws were displaced inside the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a small piece of the black tube sheath measuring approximately 2.0 x 2.0 mm in size separated from the instrument. However, the customer was able to retrieve the fragment and pull it out of the patient. The customer also pulled the instrument out of the patient without any problem but observed an unclear issue with the cables. The rest of the operation was completed with a backup type of the same instrument.